Manufacturer narrative:
The philips remote service engineer spoke with the customer and confirmed the was no sound coming from the speaker. Based on the information available, the cause of the reported problem was a defective speaker. The reported problem was confirmed. The engineer provided the part ID for a replacement speaker. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Event description:
Philips received a complaint on the intellivue mx400 patient monitor, indicating that there was a speaker malfunction. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
This report is being submitted with updated information with reference to MFR report number: 9610816-2024-00709. Additional information was provided to indicate the customer was provided a replacement speaker assembly to resolve the issue.